Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device in question was returned to dexcom for evaluation. Laboratory testing revealed that the receiver was functioning properly but the data around the event was not available. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had suffered 2-3 hypoglycemic episodes and that paramedics had to be called. Pt did not have to be hospitalized. Pt claims that her cgm alerts are not loud enough. Cgm's alerts were tested while dexcom technical support was on the phone with pt and alerts sounded successful. At the time of her call to dexcom technical support, pt was feeling fine.